Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratches to the lcd lens. The tamper seal was broken. Review of the event history log (ehl) showed multiple downstream occlusion alarms. A functional test was performed and the reported issue was duplicated. The downstream sensor failed during testing as a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a downstream occlusion. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event unknown.